Event description:
Reportedly on (B)(6) 2011, the physician observed noise episodes in the device holter memory. The physician asked for the origin of the noise and how to prevent such noise oversensing.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.